Event description:
It was reported that this pacemaker was explanted and replaced due to concerns regarding premature battery depletion. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to concerns regarding premature battery depletion. No additional adverse patient effects were reported. This pacemaker has been received for analysis. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.